Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/ short interval counts (sic). Analysis of the device memory indicated the right ventricular lead integrity alert, and impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. Analyst commented, beginning (B)(6) 2015, 48822 ventricular sic; ventricular tachycardia (vt) non sustained and high rate non sustained detected episodes with lead noise oversensing. On (B)(6) 2015, rv pacing impedance spiked to 1957 ohms up from a trend in the 300-500 ohm range. Impedances continue to be high and variable. Rv lead integrity warning occurred on (B)(6) 2015 for sic greater than 30 in 3 days and rv lead impedance variation in last 60 days. (B)(4).

Event description:
It was reported that during use the a lead integrity alert (lia) triggered, and the right ventricular (rv) lead encountered high imp edance, possible fracture, oversensing with high vv interval counts, and high rate episodes. The rv lead remains in use, however the patient was transferred to another facility for lead revision. No patient complications have been reported as a result of this event.